Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture was observed..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was allegedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.